Manufacturer narrative:
(B)(4). Batch # t5a00r. Additional information requested but not received: can you please provide more event details? Was the device locked on tissue with the jaws closed? If yes, how was the device removed (red manual knife reverse button, grey anvil release button, cut from tissue, etc.)? If yes, did the jaws eventually open? Investigation summary: the analysis found that one ec45a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. No cartridge loaded on the device. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, they can't open the jaw of device. There was no delay in the procedure due to the reported event. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No, when the surgeon closed jaw to access and approach, and then he couldn¿t open the jaw.